Event description:
Customer returned the device for evaluation and repair of poor air supply issue. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that there is foreign material in the nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, no air and water is fed. This is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, no air and water is fed. Other observations for the device: due to wear of angle wire, bending angle in up direction does not meet the standard value; objective lens has discoloration; due to a scratch on objective lens, the image has dark area partially; control unit has discoloration; right/left knob has discoloration; suction cylinder is shaved; distal end rubber coating (a-rubber) adhesive has chip; abnormal sound is made due to damage on up/down knob; connecting tube has discoloration; suction connector is dirty due to water leakage; to damage on zoom in charge couple device (ccd), zoom does not work smoothly; and distal end cover (c-cover), scope cover, scope cover unit, scope connector, protector of universal cord, switch box, universal cord, flexibility adjustment ring, grip, connecting tube, switch (sw) sw1, right/left knob, control unit, forceps elevator lever, forceps elevator knob, and up/down knob have a scratch. The user¿s complaint of poor air supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer reported issue of poor air supply occurred end of november 2022 during pre-use inspection. No other details are available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed. The following information was obtained from the customer regarding device handling; the device was cleaned, disinfected, and sterilized before requesting repair and the presence of foreign material adhering to the device was not known. Olympus will continue to monitor field performance for this device.